Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient presented to hospital with right leg pain and was noted to have a right lower extremity deep vein thrombosis (dvt). The patient was prescribed lovenox but returned to hospital with chest heaviness, shortness of breath and severe right leg pain. At the time of this presentation, the patient was pregnant in her first trimester. The indication for the filter placement was reported to be the large dvt and bilateral pulmonary embolism (pe) despite lovenox. The filter was implanted via the left common femoral vein and placed in an infrarenal location without complications. Approximately one month after the filter implantation, the patient became aware that the filter had tilted and was embedded in the inferior vena cava (ivc). Approximately three weeks later, the patient presented for percutaneous filter retrieval via the right common femoral vein. This attempt was complicated by inability to advance the guidewire because of persistent clot. Attempts to capture the filter with two different snares were unsuccessful with an inability to hook the filter. The retrieval attempt was subsequently abandoned with a plan to try again after the patient had delivered her baby. The patient continued to have right leg swelling and weakness and was using compression stockings. Approximately one year and one month after the filter implantation, the patient presented for a second filter retrieval attempt. There was no evidence of clot within the filter. The superior portion of the filter was noted to be embedded in the wall. Attempts to grasp the filter with bronchial forceps were unsuccessful. Chronic thrombus was noted in the right femoral vein. Attempts to grasp the filter with a snare from both above and below the filter were also unsuccessful. The procedure was then abandoned. The patient is reported to have tolerated the procedure well and without immediate complications. Approximately one year and nine months after the implantation, the patient underwent successful remove of the filter. The patient further reported having experienced anxiety, mental anguish and distress associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that the first retrieval attempt was performed almost two months after the filter implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, physical and emotional damages from two (2) inferior vena cava (ivc) filter failed surgeries to remove the ivc filter. The ivc filter is embedded in the wall of the ivc. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of fracture (s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient¿s implant records, a few days before the filter was implanted the patient was seen at the emergency room with pain in the right leg and was found to have right lower extremity dvt. The patient was admitted for one night and was sent home with a prescription for lovenox but returned to the hospital complaining of heaviness in the chest, and severe pain in the right leg. The filter was implanted due to large amount of deep venous thrombus in the right venous system, pulmonary embolism while on therapeutic doses of subcutaneous lovenox. The patient was pregnant on first trimester of fith baby, and pulmonary and obstetric services recommended to proceed with a retrievable inferior vena cava (ivc) filter. The optease ivc filter was deployed below the region of the renal veins. There was adequate expansion of the filter with no tilt noted. A repeat angiogram confirmed the placement in an appropriated position. No complications were noted. The patient¿s medical records noted that at filter placement the patient was pregnant and developed a bilateral pulmonary embolus (pe) and a femoral popliteal thrombus in the right leg discovered at 8 weeks of gestation when the patient had an onset of sudden shortness of breath. Approximately one-month and twenty days after the filter was implanted, the patient presented for filter removal after being on subcutaneous lovenox twice a day. An attempt was made to access the right common femoral vein under ultrasound guidance, but the physician was unable to advance the j-wire because of persistent clot. A gooseneck and a clover snare were attempted to engage the hook of the filter; however; it was unsuccessful. After multiple attempts, the physician decided to stop the procedure. It was decided to wait until the baby was delivered to attempt another filter removal. The patient continued to have right leg weakness and swelling at the end of the day and was using compression stockings as much as possible. Approximately one-year and one month after the filter was implanted, a venogram was performed prior to the second filter retrieval attempt. There was no clot within the filter. The superior portion of the filter was embedded in the wall and the surgeon attempted to grasp it with a snare and with bronchial forceps without success. The right femoral vein was noted to have chronic thrombus within it. The hook of the filter was attempted to be grasped with a snare from below, without success. After attempting from above, the procedure was abandoned. The patient tolerated the procedure well and there were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-month post implantation. The patient reports tilting of the ivc filter, embedment of the filter in the wall of the ivc; two unsuccessful percutaneous filter removal procedure attempts and a successful third filter removal surgery. The patient also reports suffering from a tremendous amount of anxiety due to the ivc filter, significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, physical and emotional damages from two (2) failed surgeries to remove the ivc filter. The ivc filter is embedded in the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, physical and emotional damages from two (2) inferior vena cava (ivc) filter failed surgeries to remove the ivc filter. The ivc filter is embedded in the wall of the ivc. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of fracture (s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, physical and emotional damages from two (2) inferior vena cava (ivc) filter failed surgeries to remove the ivc filter. The ivc filter is embedded in the wall of the ivc. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of fracture (s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient¿s implant records, a few days before the filter was implanted the patient was seen at the emergency room with pain in the right leg and was found to have right lower extremity dvt. The patient was admitted for one night and was sent home with a prescription for lovenox but returned to the hospital complaining of heaviness in the chest, and severe pain in the right leg. The filter was implanted due to large amount of deep venous thrombus in the right venous system, pulmonary embolism while on therapeutic doses of subcutaneous lovenox. The patient was pregnant on first trimester of fith baby and pulmonary and obstetric services recommended to proceed with a retrievable inferior vena cava (ivc) filter. The optease ivc filter was deployed below the region of the renal veins. There was adequate expansion of the filter with no tilt noted. A repeat angiogram confirmed the placement in an appropriated position. No complications were noted. The patient¿s medical records noted that at filter placement the patient was pregnant and developed a bilateral pulmonary embolus (pe) and a femoral popliteal thrombus in the right leg discovered at 8 weeks of gestation when the patient had an onset of sudden shortness of breath. Approximately one-month and twenty days after the filter was implanted, the patient presented for filter removal after being on subcutaneous lovenox twice a day. An attempt was made to access the right common femoral vein under ultrasound guidance, but physician was unable to advance the j-wire because of persistent clot. A gooseneck and a clover snare were attempted to engage the hook of the filter; however; it was unsuccessful. After multiple attempts, the physician decided to stop the procedure. It was decided to wait until the baby was delivered to attempt another filter removal. The patient continued to have right leg weakness and swelling at the end of the day and was using compression stockings as much as possible. Approximately one-year and one month after the filter was implanted, a venogram was performed prior to the second filter retrieval attempt. There was no clot within the filter. The superior portion of the filter was embedded in the wall and the surgeon attempted to grasp it with a snare and with bronchial forceps without success. The right femoral vein was noted to have chronic thrombus within it. The hook of the filter was attempted to be grasped with a snare from below, without success. After attempting from above, the procedure was abandoned. The patient tolerated the procedure well and there were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-month post implantation. The patient reports tilting of the ivc filter, embedment of the filter in the wall of the ivc; two unsuccessful percutaneous filter removal procedure attempts and a successful third filter removal surgery. The patient also reports suffering from a tremendous amount of anxiety due to the ivc filter, significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the medical records provided the patient desired removal of the optease inferior vena cava (ivc) filter which had been placed during pregnancy for pulmonary embolism. The patient suffered from chronic deep vein thrombosis (dvt) on the right side; therefore, the left femoral vein was catheterized. The filter was intact on spot views as confirmed by venacavagram. The surgeon first tried to snare the filter, but the hook was embedded; after using various manipulation techniques, the filter was completely removed; this was verified through gross inspection and via radiography. A post completion venacavagram was done and showed no evidence of extravasation of the wide patency. The patient tolerated the procedure well; there were no apparent complications and due to the manipulation, the patient was started on a four-week therapy of apixaban (eliquis) the following day. The filter specimen was then sent to pathology. The pathology report describes the specimen received as a 5.5 x 2.5x 25 cm silver metallic fusiform optease ivc filter containing six branching tines. A scant amount of pink-tan soft tissue was present. No identification markers were identified on the specimen and no sections were submitted.

Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, indication for filter was dvt (deep vein thrombosis) of the right leg and pulmonary emboli while on anticoagulation. The patient was pregnant at the time in the first trimester. The filter was deployed below the region of the renal veins. There was adequate expansion of the filter with no tilt noted. A repeat angiogram confirmed the placement in an appropriated position. No complications were noted. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, physical and emotional damages from two (2) failed ivc filter removal surgeries. The ivc filter is embedded in the wall of the ivc. Approximately one-month and twenty days after implant, a filter removal attempt was made, but the physician was unable retrieve the filter because of persistent clot. After multiple attempts, the physician decided to stop the procedure. The patient returned for another retrieval procedure, the surgeon first tried to snare the filter, but the hook was embedded; after using various manipulation techniques, the filter was completely removed; this was verified through gross inspection and via radiography. A post completion venacavagram was done and showed no evidence of extravasation of the wide patency. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that the first retrieval attempt was performed almost two months after the filter implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.